Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after the implant of this right ventricular lead, reduced sensing levels, increased pacing threhsolds, and loss of capture was noted. During the revision procedure, it was noted the lead was still fixed to the cardiac tissue, however loosely, hterefore a microdislodgent was suspected as the root cause of the issue. As the lead could not be repositioned successfully, it was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis revealed no irregularities at tip section of lead and in the helix that could contribute to dislodgment.